Event description:
Caller alleged that the inratio2 meter screen was missing the decimal point for the inr results, when reviewing past results on the meter. No false reading occurred due to the display. No additional information was provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the case was returned for investigation. The customer's complaint of a display issue was replicated during in-house investigation. Inr readings from the lcd were missing the decimal point from the inr result. The function of the monitor was not affected by the display issue. The monitor was sent to the vendor, hti, for in-depth investigation and as a result, hti initiated a supplier corrective action to address the issue. This instrument was manufactured prior to the implementation of the corrective actions that were implemented.